Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I have an overbite. Are there any special instructions/products for that. No upc code because carton was discarded because fit on protector was ok. But then hard and soft parts completely separated which was a choking hazard. Second protector is ok so far.